Event description:
It was reported, that during implant. A difficulty in implantation occurred on the right ventricular (rv) lead. The physician elected to explant and replace the rv lead. The patient was in stable condition.

Manufacturer narrative:
The reported event was unable to implant. As received, a complete lead was returned in one piece. Electrical, mechanical, and visual analysis was normal with no anomalies found.